Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. The service history review identified there was no indication that the complaint was related to a service of the device in the past 12 months. The customer reported issue could not be confirmed as there was no problem with flow rate, and therefore the cause of the reported issue couldn't be determined. No further actions were taken. The device was submitted for functional and delivery tests and will be returned to the customer after passing all the required tests.

Event description:
It was reported that the problem was flow rate low. There was no reported patient involvement.